Event description:
It was reported that (1) 355ld was used during an laparoscopic cholecystectomy procedure. It was reported by the rep that the trocar valve was removed from pt and a new trocar was used to finish the case. There was no consequence to pt.